Manufacturer narrative:
No product was returned for this complaint. Therefore, no device investigation could be done. No batch information was provided, so the manufacturing records could not be investigated. The approximate revision surgery date is within a week prior to pioneer surgical technologies being informed of this complaint on (B)(6) 2021. Repeated inquiries to gather more information about this case have not resulted in any additional information beyond what is listed in this report.

Event description:
Upon the patients regular follow-up, the surgeon noticed one of the locking mechanisms seemed to be floating on the xray image. The patient was fused, but the surgeon decided to do a revision surgery to see what was going on with the implanted plate. Upon the revision surgery, the surgeon noticed 2 locking mechanisms had failed. 1 dissociated and 1 tab had broken. Patient is doing fine per the surgeon.